Event description:
The pump was returned for service with a vague report of "low infusion on channel c". The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.